Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102. The cause for the service code 102 was isolated to contamination of the t1 component on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.